Event description:
It was reported that the cot would not lower during transport with a patient. No adverse consequence was alleged.

Manufacturer narrative:
A monitor was placed under the litter of the cot. When the cot was lowered onto the monitor, the locking mechanism sustained damage.